Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 248 mg/dl and was addressed with a bolus via the pump. It was reported that the customer did not have back up therapy; however, the customer stated that back up therapy would be obtained. Tandem technical support offered follow up to verify if back up therapy was obtained, but the customer declined.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.